Manufacturer narrative:
On 23-sept-2021, mentor received additional information regarding the patient¿s information, procedure, diagnosis, revision surgery, suspected medical device. The patient identifier is (B)(6). The patient dob was estimated as (B)(6) 1967 based on available information. The patient underwent a revision breast reconstruction with the suspected medical device. The diagnosis of the capsular contracture was made based on ultrasonography. The patient underwent removal and replacement with a 450cc mentor cpx 4 breast tissue expander with suture tabs prosthesis (left catalog #: 3549313, left serial #: (B)(6)). The suspected medical device was returned for evaluation. On 10-oct-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned tissue expander. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 450cc mentor cpx 4 breast tissue expander with suture tabs prosthesis and experienced postoperative left-sided grade iii capsular contracture. As a result, the patient underwent explanation on (B)(6) 2021.